Event description:
It is reported that a customer was exercising and received threshold suspend on their insulin pump. The patient's blood glucose level was at 256 mg/dl at the time of the call. However, the sensor falsely stated that the customer was at 55 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. The customer was assisted with trouble shooting their transmitter and found that it works as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.